Event description:
It was reported that the intra aortic balloon catheter was inserted into the pt's right groin. After connecting to the pump and initiating pumping, it was determined that the balloon would not fully unwrap and fill. The catheter was removed and replaced and there were no pt complications.